Event description:
The customer returned the gastrovideoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, the c-cap had deep and sharp scratch on probe unit. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation/inspection. Based on the results of the investigation, the scratch was identified. It is likely the result of friction; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.